Event description:
It was reported that upon examination, the device was not able to be interrogated using an inductive wand. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise and an inability to interrogate the device was not confirmed in the laboratory. The device could be communicated using either rf or inductive telemetry. The device was tested on the bench and no noise was detected. The cause of the reported noise and telemetry anomaly could not be determined.